Event description:
It was reported that the patient received a vibratory alert for atrial lead impedance out of range. The device mode was changed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.